Event description:
It was reported that the customer had a motor error alarm during normal use on the insulin pump. Customer's blood glucose was 204 mg/dl. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. It was found that the motor error occurred multiple times in the last 30 days. Customer uses the sensor feature on the pump and did not press esc to go to the sensor graph during a bolus. Customer was not able to rewind the pump. Customer was advised that the pump will need to be replaced and to remove the pump battery to prevent the continued alarms. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and cracked reservoir tube lip.